Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
A vertical gastrectomy was performed by videolaparoscopy, when assembling the stapler of the kit code brkpw05gstv2 the green charge code gst60g, was damaged not allowing the fit in the stapler.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.